Event description:
Livanova deutschland received a report that the 3t heater cooler device showed the error code patient circuit pump uses too much power (e21) during maintenance. There was no patient involvement.

Manufacturer narrative:
There was no patient involvement. Livanova deutschland manufactures the heater-cooler system 3t. The incident occurred in united states. Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
See initial report.

Manufacturer narrative:
A livanova field service representative was dispatched to the customer site and could confirm the reported error. The distribution board and the patient circuit bridge were replaced to fix the issue. Subsequent functional verification testing was completed without issues and the unit was returned to service. One similar event has been recorded on this device since its installation in 2018. The most likely root cause of the reported event was a fault of mechanical origin which led to excessive consumption of power such as creating damage to the distribution board to which the motors are connected. This mechanical fault could be correlated to a motor bearing deviation due to corrosion and wear, probably due to environmental conditions (water infiltration, humidity, condensation, or high temperatures) and usage of the unit. The wearing of electromechanical device can be originated by the specific use condition at customer site and may have contributed to the event, however there is no concerning trend for this kind of failure. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.